Manufacturer narrative:
Concomitant medical products: 4076, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died and the cause of death was noted to be systolic heart failure with device malfunction. The patient had been admitted for heart failure symptoms and the health care professional indicated the device was suspect. It was noted the left ventricular lead capture management test (lvcm) aborted for the last three weeks due to high lv threshold. Performance data was reviewed and it was clarified that even when lvcm increased the lv output to 5 volts for the conduction test, no right ventricular sense signal was seen following the lv pace.